Event description:
I had breast implants put in, 2009 with mild side effects. In 2017 I started having pain in my right breast, dull and sharp pain throughout the day and night, along with joint pain in hand where I couldn¿t hold my phone or use the computer, mouse or keyboard. I ended up exchanging my implants, (B)(6) 2017 and after smooth saline to textured silicone implants by sientra, I have had an increased amount of side effects and breast pain. In 2018 I developed a lump in between my implant and capsule. I have had continued joint pain as well as muscle pain and weakness. Anxiety, eyes and noise sensitivity, burning eyes, limb numbness, food sensitivity, cold hands and feet that feels they are in buckets of ice. Temperature sensitivity, extreme fatigue, shoulder, neck and back pain. Swollen breast and deep pain and knots in arm pits.